Event description:
It was reported that overheating was observed. At the time of report, there was no patient impact. Additional information received that during intraoperatively, heat generation occured during drilling and there was no patient impact found.

Manufacturer narrative:
H3: product analysis: evaluation of the device determined that overheating was not confirmed. The likely cause of failure couldn't able determined. However, it was also noted that the breakage of the tip bearing, the toolburr wobbles was observed and deterioration of the marking was also observed. E: initial reporter details was not provided due to the restriction by the privacy regulation. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.